Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported activation failure could not be determined; however, factors that may contribute to activation failures including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Return analysis confirmed the balloon was not partially inflated as reported and that the balloon inflated, expanded properly, and held pressure with no anomalies noted during return analysis testing. Based on the information provided and analysis of the returned device, a definitive cause for the reported activation failure including expansion failures cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with 75% stenosis. The 3.0x23 mm xience alpine stent delivery system (sds) balloon only partially inflated and failed to deploy the stent. Therefore the sds was removed and a new stent was implanted. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.